Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check with the current supplies on the pump and the occlusion was found to be within the cartridge. Reportedly, the customer had been using the cartridge with humalog insulin in it for up to 6 days. The current cartridge was used for 3 days.